Event description:
This pt had a reaction to the catheter immediately after IV nurse threaded catheter. The reaction included shortness of breath, flushed face, severe back pain, nausea and vomiting, and hypotension. Pt was treated with oxygen and reglan and stabilized after 45 minutes.